Event description:
While using a covidien brand medium size premium surgiclip applier it sliced the vein twice. This required taking expensive o.r. Time to repair the vessel. A different brand clip applier was used to repair the blood vessels.